Event description:
It was reported that the patient underwent a left l5-s1 tlif and posterolateral fusion using an interbody cage andrhbmp-2/acs. The cage was packed with bmp2, and bmp2 was also reportedly placed anteriorly in the disc space prior to the insertion of the cage as well as along the transverse processes. Following the surgery it was reported that the patient followed-up with his physician. Reportedly, the patient began to develop radiating leg pain. It was reported that as a result of his surgery the patient has experienced chronic back pain, issues with urination, and bony overgrowth with impingement of the left s1 nerve root. It was reported that the patient has never recovered from his surgery and he continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient underwent following procedures: left l5-s1 transforaminal lumbar interbody fusion, with cage , bone morphogenic protein, local autograft, bone marrow aspirate, and graft matrix.. L5-s1 posterolateral fusion, with the same. L5-s1 posterior nonsegmental instrumentation, with percutaneous pedicle screws and rods. Per op-notes, bone marrow was aspirated from the iliac crest and combined with graft matrix and local allograft. This mixture, along with bone morphogenic protein was packed anteriorly into the disk space. One 1 1/2 bone morphogenic protein sponges was placed into a 12 x 32-mm cage, which was then inserted into the disk space and countersunk, taking care to protect the exiting and traversing nerve roots. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.